Manufacturer narrative:
Upon receipt at (B)(4) laboratory, initial device inspection noted that there was some damage on the top of the header and both of the connector blocks were missing. All other seal plugs were intact and the setscrews moved freely. Microscopic visual inspection noted that the both connector blocks were missing and the back of the right ventricular (rv) and right atrial (ra) was cut off and their respective seal plugs were missing. The device counter and therapy history revealed that the device was able to deliver therapy prior to explant. The damage to the header is consistent with induced damage. The device meets specification for normal battery depletion, electrically.

Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.

Event description:
Boston scientific received information that during a recent device change out procedure, the patients leads could not be removed from the header. Several troubleshooting techniques were used to try and loosen the setscrews which did not work. Ultimately the device header had to be cut, and the leads finally came free. All leads were able to be reused in the new device.